Manufacturer narrative:
Ellectrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was intermittently unable to communicate with a monitor. The cause for the failure was isolated to an intermittently open green (+3.3v) wire in the trunk cable. The root cause for the intermittent open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported a patient's electrode belt sn (B)(4) was causing a service code 204 (belt unusable).